Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's caregiver that the vns has made her daughter seem more depressed. Attempts for additional relevant information have been unsuccessful to date.